Event description:
Dark markings on the drt150 model intraocular lens (iol) was noted after its implantation in the patient's operative eye. Patient prognosis post-procedure is unknown. The suspect iol is not available for investigation as it remains implanted. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Efforts were made to contact the customer account for additional information regarding the complaint, but no response has been received to date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.